Event description:
It was reported the patient had a surgery and cautery was used with no magnet applied. A lead alert was triggered due to oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.